Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient experienced a ¿shocking/jolting sensation.¿ it was further reported the sensation occurred while the patient was driving and while her device was turned on. It was stated the sensation ¿caused her to lose control of her vehicle and hit another vehicle.¿ it was reported the patient was ¿not injured from her car accident¿ and that she ¿declined medical attention at the scene.¿ it was noted the patient had ¿recently¿ (with respect to the initial report) fallen while playing football and had ¿experienced uncomfortable stimulation since the fall.¿ it was stated the patient¿s fall was ¿not related to a device issue.¿ it was noted the patient would be scheduled for reprogramming and an impedance check. It was noted the patient was ¿alive¿ with ¿no injury¿ at the time of report. Additional information was requested. A supplemental report will be filed if additional information is received.